Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. The patient was seen in the clinic for check up where it was found that the left ventricular (lv) lead had fractured and exhibited out-of-range (oor) pacing lead impedance greater than 2000 ohms. The lv lead was turned off and since the patient did not report feeling any different, they decided not to replace the lv lead. The local boston scientific field representative noted that this crt-d functioned appropriately. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.